Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the navigation system checked-out as fully functional. No further recurrences of the reported behavior have been reported. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
(B)(6). A medtronic representative tested the system onsite, but could not replicate the issue. System performed properly during testing.

Event description:
A medtronic representative reported that, while in a spine procedure, synergy spine exited unexpectedly. Two 3d o-arm 1000 imaging system spins were taken and transferred successfully. When the surgeon clicked on the first spin, an exiting spine software message appeared. This message did not go away and the software never fully exited. A hard re-boot of the navigation system resolved the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.